Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges patient had been experiencing breathing difficulties and went to hcp; sent home with antibiotics due to an ear infection. Caller reported the breathing became more labored by the next day and ambulance was called; patient had a blood glucose reading of 7.9 mmol/l on her meter. Paramedics arrived and test patient with their meter; results were high but exact reading was not provided. Paramedics reportedly tested patient again, and again received a high reading; reading result not provided. Patients meter was used again and blood glucose reading was 8.9 mmol/l; time frame between tests were not provided. Caller reported patient went into cardiac arrest and passed away at the hospital of ketoacidosis. Requested return of device for evaluation.